Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a pentaray nav eco catheter, and resistance was encountered while trying to maneuver the catheter into the sheath. The returned device was visually inspected upon receipt and the catheter electrodes were found damaged with a white material underneath. The catheter outer diameters were measured and were found to be within specifications even with the damages observed. Further information received indicates that the insertion tool was used to introduce the catheter. The electrodes¿ damage characteristics might be related to the attempts to introduce the catheter into the sheath. Due to the white material noticed underneath the electrodes, a fourier transform infrared spectroscopy (ft-ir) test was performed, and the results demonstrated that there were two different materials; one corresponds to a styrene polymer chemical composition, and the other showed a biological composition similar to human tissue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes since during manufacturing process all the catheters are inspected for visual damages before packaging.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical 5-6 sl1 8.5f, model and lot numbers unknown. (B)(4)

Event description:
It was reported that a patient underwent a procedure with a pentaray nav eco catheter, and resistance was encountered while trying to maneuver the catheter into the sheath. Prior to beginning the procedure, it was noted that it was not possible to place the catheter into the introducer/sheath. The pentaray introducer was in use, and the sheath in use was a st. Jude medical 5-6 sl1 8.5f. It was decided not to use the pentaray catheter for the rest of the procedure, which completed without any patient consequence. Inspection of the returned pentaray catheter found that several electrodes had been squashed, lifted and/or bent, resulting in exposed sharp edges. Additionally, some electrodes were found to have a white foreign material underneath them. Damage to the catheter was not noticed prior to use, upon withdrawal, or prior to return of the device. Foreign material underneath the electrodes can dislodge and present a risk of stroke or embolism to the patient. Additionally, sharp electrode ring edges can cause damage to a patient's vascular endothelial lining during insertion or withdrawal of a catheter. As a result, this event is MDR reportable.